Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Additional event(s) for this patient reported on medwatch number(s) 1825034-2016-01935 and 1825034-2016-02566. Device location unknown.

Event description:
Patient underwent a right hip revision approximately 8 years post-implantation due to unknown reasons. A review of invoice history indicates the femoral head and acetabular cup were removed and replaced and an acetabular bearing was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No additional reports for this patient have been submitted at this time.

Event description:
Patient underwent a hip revision procedure approximately 8 years post-implantation due to unknown reasons. A review of invoice history indicates the femoral head and acetabular cup were removed and replaced and an acetabular bearing was implanted.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-01935, 02565 and 02566)

Event description:
It was reported that patient underwent a right hip revision procedure approximately 10 years post-implantation due to elevated metal ion levels and metallosis. During the procedure, synovial inflammation and discoloration, grayish metallic material and bony erosion were noted. It was also noted that acetabular bleeding occurred, but was controlled. The femoral head and acetabular cup were removed and replaced, and an active articulation bearing was also implanted.